Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and found to trigger the image issue. The pmsc was tested together with the monitor and caused a black screen on the in-house system. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon side console (ssc) had a black right eye. The or staff was unable to troubleshoot during surgery. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 121 pointing to the ssc2 right monitor failing to reach the desired brightness within 5 minutes. The surgeon was continuing with the procedure robotically using the other ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the ports were placed on the patient. The surgeon moved to the other console in the room to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse verified that the right eye monitor on surgeon side console (ssc) was not displaying. The fse performed hard power cycle of system, and the issue remained. The fse then swapped dvi cables on monitors and verified that issue remained on the right monitor. Fse also inspected the personality module surgeon console (pmsc) and observed that one dvi port had damage to the plastic pinout. The fse replaced the high resolution stereo viewer (hrsv) monitor and pmsc to resolve reported issue. After part replacements, the system was tested and verified as ready for use. Isi received the hrsv monitor for failure analysis, but the reported failure could not be replicated or confirmed. The monitor was installed in the printed circuit assembly (pca) system and started up without any errors. The image quality was sharp with no noise or tinting. However, the monitor screen has a scratch. Isi also received the pmsc unit for failure analysis; however, failure analysis investigation is still in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.